Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot, part: 03.037.030, lot: 9484280, manufacturing site: hägendorf, release to warehouse date: 15. September 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. 5/17/2019: updated event description: it was reported that on (B)(6) 2019, the patient underwent hardware removal and will eventually receive a total hip arthroplasty. A trochanteric fixation nail advanced (tfna) helical blade/screw extractor tip broke during the case. There were no fragments generated. The implant was not removed. The procedure was not completed with no surgical delay. Patient outcome is unknown. Flow: damage. Visual inspection: the helical blade/ screw extractor (part # 03.037.030, lot # 9484280, mfg # 15-sep-2015) was received at us cq with the distal tip of the device broken. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft at the fracture site is within specification. Document/specification review: the following drawing(s) was reviewed; extraction instrument for head element: shaft for extraction instrument. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Lot provided for reporting the device was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent hardware removal and will eventually receive a total hip arthroplasty. During the procedure, the one (1) trochanteric fixation nail advanced (tfna) helical blade/screw extractor tip broke. There were no fragments generated. The implant could not be removed. The procedure was not completed successfully. No surgical delay reported. Patient outcome is unknown. Concomitant devices : tfna helical blade/screw (part unknown, lot unknown, quantity 1). This report is for one (1) helical balde/screw extractor. This is report 1 of 1 for (B)(4).